Manufacturer narrative:
The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished device, and none were identified. Failure analysis / root cause - the returned unit is soiled and fully assembled. The unit was functionally tested and performed as designed. The report of disengagement failure could not be confirmed. A potential cause of the reported failure may be related to the angle positioning and/or pressure application during use.

Event description:
N/a.

Event description:
A physician reported the auto release function of a codman perforator (ID 261221) did not activate when making the third burr hole. It reached dura mater and caused bleeding. The surgeon stopped the bleeding. Total number of burr hole made by the product is 3 and the drill used with the perforator is primado (nakanishi). According to information provided, it is unknown if the drill is electric or pneumatic, if the perforator clicked in place in the drill, if the recommended spring tests being performed between each burr hole. It is also unknown if angle of approach was perpendicular as the IFU (instructions for use) state, if a perpendicular approach was maintained through the drilling process or any rocking motion included, and if there was constant downward pressure.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.